Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Photo received shows that the unit had scrambled screen. Root cause was determined to be a defective display, as a resolution, a replacement display was sent to the customer. There was no update received from the customer after the repair.

Event description:
It was reported to vyaire that the bellavista 1000 got scrambled screen. There was no patient involvement on this event.